Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they had a mammogram administered on the left-side and it "popped and completely deflated". Manufacturer of device is unknown. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation.

Event description:
Patient reported they had a mammogram administered on the left-side and it "popped and completely deflated". Manufacturer of device is unknown. Device has been explanted.